Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: s. Cohen, x. Flecher, s. Parratte, m. Ollivier and j.-n. Argenson (2018), influence of treatment modality on morbidity and mortality in the periprosthetic femoral fracture. A comparative study of 71 fractures treated by internal fixation or femoral implant revision, orthopaedics & traumatology: surgery & research vol. 104(3), pages 363-367 (france). Https://doi.org/10.1016/j.otsr.2017.12.018. The aim of this article is to assess the influence of the type of treatment (implant revision or internal fixation) (1) on mobility and autonomy and (2) on morbidity and mortality. Between january 1, 2007, to december 31, 2014, a total of 70 patients 22 male and 48 female) with a mean age of 78 years (range, 23-95 years) were included in the study. There were 2 groups: the revision group has 36 fractures were treated by implant revision via a posterolateral approach those with loose implants, using a revision stem with the use of competitors device on 11 patients (13 male males and 22 females) with cement and 25 patients without cement with full immediate postoperative weight-bearing was authorized. The orif group is an immediate postoperative weight-bearing with 35 fractures (9 males and 26 females) that were treated by open reduction internal fixation (orif), using a locking compression plate (lcp). With weight-bearing delayed to the 3rd month. The mean duration of follow-up was 43 months (ranges 0.75-107 months). The following complications were reported as follows: 12 patients using a synthes device died at last follow-up. (Occurred at 13, 17, 18, 21, 23 26, 29,33, 37, 41, 43 and 91 months postoperatively, 9 were related to decubitus complications in bed-ridden patients; 2 of these showed delayed consolidation, preventing the resumption of weight-bearing at 3 months. 1 patient died of generalized cancer, 1 of unexplained convulsions, and 1 for no known major cause.) 4 patients had surgery site infection. (Table 3). 1 patient had a dislocation. (Table 3). 3 patients had a fracture. (Table 3). 3 patients had non-union. (Table 3). 1 patient had sciatic palsy. (Table 3). This report is for unknown screws. This is report 2 of 2 for (B)(4).